Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, heavily calcified and 99% stenosed and may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Based on the information received and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. The 3.5 x 15 voyager balloon was advanced to the lesion and inflated; however, the balloon ruptured during the first inflation at 8 atmospheres for 5 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.